Event description:
It was reported that during one activation attempt to create the ulnar-ulnar arteriovenous fistula (avf) through the brachial vein and ulnar artery access, the venous catheter allegedly failed to cut the tissue. Therefore, both the venous and arterial catheters were removed from the patient without incident and a new set of catheters was used to create a successful fistula. There was no reported patient injury.

Manufacturer narrative:
H10: the FDA rn number for the MDR was updated to (B)(4) and the manufacturing site (g1)and manufacturer (d3)are updated accordingly. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the wavelinq endoavf system that are cleared in the us. The pro code and 510k number for the wavelinq endoavf system is identified in d2 and g5. H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: a sample evaluation was performed. As received, one wavelinq catheter system including a venous and arterial catheter. The valve crosser was returned not covering the electrode. The electrode appeared intact with some dried blood observed in and around the electrode housing. The electrode height was measured and was found to be approximately 1.10mm. A tissue cutting test was performed on porcine carotid artery tissue measuring approximately 0.97mm. The device was able to cut tissue and the cut was measured and found to be approximately 6.77mm.the investigation is inconclusive due to the fact that the device functioned as expected during sample evaluation.the root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4(expiry date: 02/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 02/2022). The FDA rn number for the MDR was updated to (B)(4) and the manufacturing site and manufacturer are updated accordingly. The catalog number identified has not been cleared in the us but is similar to the wavelinq endoavf system that are cleared in the us. The pro code and 510k number for the wavelinq endoavf system is identified.

Event description:
It was reported that during one activation attempt to create the ulnar-ulnar arteriovenous fistula (avf) through the brachial vein and ulnar artery access, the venous catheter allegedly failed to cut the tissue. Therefore, both the venous and arterial catheters were removed from the patient without incident and a new set of catheters was used to create a successful fistula. There was no reported patient injury.